Manufacturer narrative:
(B)(4). Customer decided to retain the product since customer is satisfied of the back to bact testing results within the expected range. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 147, 127 and 128 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 106 mg/dl and 110 mg/dl within the expected range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: high results. Customer does not take any medication to manage the diabetes. The customer has not had any changes in the diet or exercise. The customer is satisfied with the back to back blood glucose test results that declined a new product replacement. Customer will receive 2 control solutions products for further testing.